Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-extension upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: 21086451, UDI: (B)(4). Product family: scs-paddle leads upn: m365sc8352700, model: sc-8352-70, serial: (B)(6), batch: 18979340, UDI: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) device was explanted due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to the initial MDR in h6. B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: 21086451. UDI: (B)(4). Product family: scs-paddle leads. Upn: m365sc8352700. Model: sc-8352-70. Serial: 1075928. Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) device was explanted due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.